Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope biopsy channel was clogged due to foreign bodies. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a cleaning brush was stuck inside biopsy channel. There was no physical damage to the device where the foreign material was remained. Although, the device was returned to olympus without reprocessing at the user facility. The likely, cause of the reported event is, due to insufficient or inadequate reprocessing. The event can be detected/prevented, by following the instructions for use (IFU) sections: IFU states, the detection method in gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. IFU states, the preventative measures in gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.